Event description:
It was reported an asymptomatic patient presented in clinic for follow up when post-paced t-wave oversensing was observed. The patient did not receive inappropriate therapy during oversensing. Device was reprogrammed.